Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had error 315. The issue was found during a service / maintenance (not in a clinical setting). There were no reports of patient involvement.